Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported that the insulin pump had multiple no delivery alarms. Customer's father reported that they were able to resolve the alarm by performing a complete set change. The caller declined troubleshooting and will be sent replacement reservoirs. Nothing is being returned for analysis. Blood glucose level at the time of the incident was not provided.